Event description:
It was reported on january 29, 2025 there were sparks reported during their case. Back-up units were used to complete the procedure without any delays. No negative impact in state of health reported. Cross reference complaint ID: (B)(4). Cross reference complaint ID: (B)(4). Cross reference complaint ID: (B)(4).

Manufacturer narrative:
The device was returned to our us facility on february 04, 2025. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
Per investigation by the manufacturing site: based on the information available and the product investigation, the causative product for the sparking is the high-frequency cable. On the basis of the product investigation, the most likely cause is that the cable was subjected to strong mechanical forces shortly after the bend protection. This caused severe damage to the stranded wire at this point. The next time the cable was activated, this area quickly became very hot due to the high contact resistance and broke. This event is filed under internal complaint ID (B)(4).